Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and high pacing impedance. Programming changes were performed. The patient was in stable condition.